Event description:
Thank you for contacting me today. I have had stomach cramping till the pain made me unconscious with seizures from the start of (B)(6) 2010. I have also broke my cheek bone falling from the pain. And still went to work. Also now have a broken inner ear causing constant dizziness and ringing in my ear. I was successful at my job selling in-house timeshare (B)(6) and had a stroke while working (B)(6) 2015. I was hospitalized 12 days and left disabled, unable to work again. My implant showed rupturing from the ultrasound I had (B)(6) 2017 here at (B)(6), (B)(6) radiology. I am unsure when the rupturing actually happened. The poison was slowly killing me inside. No insurance would cover the explant. I found explant assistant help to have them removed (B)(6) 2017 and exchanged them for saline implants as I had leaking silicone gummy bears implants since (B)(6) 1997. Please let me know if I should send you more documents.